Manufacturer narrative:
Device not returned.

Event description:
It was reported that intermittent cartridge alarms occurred during basal insulin delivery and during the load sequence with multiple cartridges. Customer's blood glucose ranged from 102-103 mg/dl. The customer reverted to manual injections for insulin therapy.